Event description:
Cord clamp removal tool broke when attempted to remove clamp. Had to manually remove broken piece that was stuck in the clamp. Broken clamp was labeled and given to nursing service management (nsm).